Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that there was clotting/microclots/fibrin clots in one tube. The following information was provided by the initial reporter: sm 367960_3074294 clotting.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2023-01089 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that there was clotting/microclots/fibrin clots in one tube. The following information was provided by the initial reporter: (B)(6) clotting.